Event description:
The info received from the account states that this pt was presented to the interventional lab for an embolization of an aneurysm located in the cavernous carotid - cerebral artery. The pt had multiple injuries from prior trauma. The aneurysm measured 28mm x 18mm. The characteristics of the vessel were normal. The info states that the physician accessed the lesion with an agility 14 guidewire, without difficulty, and the microcatheter was advanced to the lesion. The microcatheter was properly prepped before and no anomalies were noted. A continuous flush was maintained throughout the procedure. As the physician attempted to advance the orbit coil to the lesion there was a large resistance felt in the proximal to mid-portion of the microcatheter and the coil would not advance any further. This event occurred after 8 to 10 coils were already delivered to the aneurysm. The physician was able to remove the coil but needed to remove the microcatheter to do so. The physician re-established position with prowler lp and completed the procedure.